Event description:
This is an international report of a homechoice (hc) that sounded a system error 2240 alarm during dwell 3/4. The patient was connected to the machine and did not disconnect any time prior to the alarm. Troubleshooting questions were reviewed with the home patient (hp) and everything was ok. Proper procedures per the user manual were reviewed with the caller. The hp stated that the alarm occurred in last night's therapy and the hp had disconnected and shut off the machine. The technical service representative (tsr) had the hp turn the machine on and remove the cassette to discard supplies. The tsr explained the alarm and advised the hp that the hc was ok to use. There was a patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).